Event description:
Pt was revised due to loosening of the patella. Competitor's cement was used at the primary surgery.

Manufacturer narrative:
Examination was not possible as no product was returned. The initial report states that the implants were aligned nicely and that the cement technique may have been a contributing factor. The investigation could not verify or draw any conclusions about the reported event based on the provided info. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. The need for corrective action is not indicated. Should add'l info be rec'd, the complaint will be reopened. Depuy considers the investigation closed.